Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4). A manufacturing record evaluation was performed for the finished device 30220936m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent pulmonary vein isolation (pvi) atrial fibrillation (afib) re-do procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring cardiac massage and open-heart surgery. During the ablation phase, the blood pressure started to decrease. The cardiac tamponade was confirmed by intracardiac echo (ice). The case was aborted and cardiac massage was initiated. The patient underwent open heart surgery to repair the damage. The current condition of the patient and the physician¿s opinion regarding the causality of the event are unknown. There is no information about the hospitalization. No product malfunctions were reported. Five ablations were performed in the area of the right veins. Ablation was conducted 3 times for the right pulmonary vein. Ablation was conducted 2 times for the anterior wall near the annulus. Thirty watts of power were used. The contact force was 18-34gr. The duration was 11-25sec. Ablation index values were 310-466. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on october 3, 2019. The physician¿s opinion on the cause of this adverse event could not be obtained. The physician performed a heart massage and emergency surgery was performed by a cardiovascular surgeon. The patient status has not changed. The effusion was noted during use of biosense webster, inc. Devices and after ablation was performed. There were no error messages reported for biosense webster equipment during the procedure. Manufacturer¿s reference number: (B)(4).